Manufacturer narrative:
(B)(4): the lens was not returned for evaluation. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.

Event description:
It was reported that the haptic became distorted during advancement with patient contact, and the capsular bag broke. The incision was enlarged, and a sulcus lens was implanted as a replacement. The patient was reported to be doing fine.